Event description:
Four different echelon flex staplers did not fire correctly. Three were from the same lot p92w47 and one was lot #93f7d. The 5th instrument performed per spec. There was no harm to the patient and the procedure was completed.